Event description:
It was reported by service report that the fowler was stuck in the lowest position and the cylinder is leaking fluid onto the floor. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: set screw, fowler.